Manufacturer narrative:
Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 156088.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective explant for battery upgrade to be magnetic resonance imaging (MRI) compatible. The patient did great post-operatively. No malfunction was suspected, and nothing will be returned due to facility policy. No electrocautery was used.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Product family: scs-ipg-r; upn: m365sc11320; model: sc-1132 serial/ batch: (B)(6).